Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient has been and/or will be forced to undergo a revision surgery. It is further alleged the patient was implanted with a device that is or has been shedding metal debris into his/her body and has caused and/or will cause injury. Update - 05/11/2012 - asr supplemental information received. Doi: (B)(6) 2009 dor: not scheduled (left hip); there is no new additional information that would affect the investigation. Update rec'd 6/22/2015 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve is being added to the complaint. This complaint was updated on 06/29/2015. Update rec'd 8/21/2015 - plaintiff¿s preliminary disclosure form was received. Sticker sheet provided. There is no new additional information that will effect the MDR decision or investigation. Complaint updated on 8/25/2015. Update 03/10/2017, 03/13/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report loosening acetabular cup, pseudotumor, ¿corrosion-type wear¿ at the junction of the femoral head and taper, and elevated metal ions. Added stem due to alleged elevated ions, no labs provided. The complaint was updated on: 03/23/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.